Event description:
It has been reported to philips that the system could not generate x-ray. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure however, no harm has been reported to philips. A philips field service engineer (fse) inspected the device onsite and replaced the ip-pc and the hard disks. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a diagnosis procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to x-ray. Review of the system log file showed malfunctioning of frontal image processing pc (ip-pc). Upon troubleshooting, fse checked ippc, reset all connection in ippc, replaced cmos battery and still the issue persisted. Fse found that the ip pc was defective. Fse replaced the ip pc and its hard disk. After replacement of ip pc and hard disc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.